Event description:
It was reported that during an unknown procedure that a product issue has been experienced. No other details provided.

Manufacturer narrative:
(B)(4) date sent 9/2/2025 d4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: 1. Date of surgery: (B)(6) 2025. 2. Name / type of surgery: unknown (minimally invasive/robotic assisted procedures) 3. Event description (please provide as much detail as possible): rubber piece of black rubber found inside patient during surgical procedure. The surgeon obtained the piece of rubber and removed from patient's body. Surgical team searched the equipment in use and discovered that a 150mm shaft length, 12mm endopath xcel bladeless trocar with stability sleeve leaflet had a hole that fit the obtained rubber piece from patient's body. 4. When did the event occur? Intra-surgery 5. Any patient consequences? No harm. 6. Is the affected trocar available for pick up? No; trochar disposed of. 7. Anything else you can think of? N/a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.